Manufacturer narrative:
Part number 7-207043-01 (cuvette segment, no cuvettes) was replaced. (B)(4). The investigation determined that if the integrity of a cuvette segment is compromised, cuvettes may become misaligned during the course of normal instrument operation, and the sample probe may fail to make contact with the bottom inner surface of affected cuvette(s), which may lead to incorrect results. A malfunction and a product deficiency were identified and the following corrective actions were issued: a mandatory technical service bulletin (tsb) on all c4000 instruments (effective january 15, 2015) was issued with an 18-month completion timeframe. This mandatory tsb instructs field service to: inspect all cuvette segments on the c4000 system and in customer inventory (if any) replace any identified broken cuvette segment. Replace any old segment with the part of cuvette segment, no cuvettes (7-207043-01) a worldwide quality hold for 2p75-01 including final disposition to inspect is issued.

Event description:
The customer reported discrepant control values on multiple parameters. The instrument was inspected and two cuvette segments were found broken on the bottom. The segments were replaced and the instrument returned to normal operation. No incidents of discrepant patient results or impact to patient management were reported.